Event description:
See initial.

Manufacturer narrative:
H.10: investigation results revealed that the reported issue could be reproduced. The root cause has been identified as a defective capacitor. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and experienced burning smell coming from the dcdc module. He replaced this module, the ups one and the batteries. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication with the technician, livanova (B)(4) learned that the dcdc and ups modules were tested after the replacement and no issues could be identified. The affected board has been requested back to the manufacturer site for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of an error message displayed on a s5 system during pre-procedure checks. The system was functional and the procedure could be conducted without issues. There was no report of patient injury.